Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During an electrophysiology procedure, an air embolism occurred. Transseptal puncture was performed and a swartz braided transseptal introducer was placed in the left atrium. The patient began coughing, air was aspirated into the left atrium, and st elevation was noted on the EKG. A coronary angiogram was performed to rule out issues with previously placed stents; however, the angiogram was negative. The patient was then intubated, given antiarrhythmic drugs, and CPR was administered. The patient was stabilized and discharged after three days in the hospital. The patient displayed some aphasia and paresis of the right arm. There were no performance issues with any sjm device during the procedure.